Event description:
Low diluent in well h11 during pipetting htlv I/ii assay plate ID eh1636. No alarm/no error message was not generated by summit. No death or serious injury was associated with this incident.